Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The provided qc data did not exhibit an issue.

Event description:
There was an allegation of questionable cea elecsys e2g results from the cobas e 801 module. Sample 1 initial result was 23.3 ng/ml. The repeat results were 1.42 ng/ml and 1.42 ng/ml. On (B)(6) 2022, sample 2 initial result was 64.0 ng/ml. The repeat results were 3.15 ng/ml and 3.17 ng/ml. The questionable results were not reported outside of the laboratory. The reagent lot number was 607340 with an expiration date of 30-jun-2023.